Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent dislodgment occurred. The target lesion was located in the left anterior descending artery. Following pre-dilatation, a 2.50x24mm promus element plus stent was advanced to treat the lesion. However, the stent was dislodged from the delivery balloon. Removal attempt was made using a snare but the stent was lost in the femoral artery and could not be retrieved. No patient complications were reported.